Event description:
While on patient, the ventilator check light illuminated. This cleared when the reset button was pushed. The ventilator check light turned on again. The device was sent to biomed for evaluation. The controller board and display controller need replacement.